Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified superficial femoral artery. The sterling balloon ruptured at 10 atms on the initial inflation. A second balloon from another MFR also ruptured. The procedure was not completed. No pt complications were reported, and pt status was reported as 'no problem'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.